Event description:
A brain lab screw was inserted for the procedure. Upon removal of the screw, at the procedure's end, the screw head broke off. Per stryker rep regarding screw--it is titanium and the patient can have MRI's and go through airport scanners. No restrictions. No anticipated complications. The resident physician, who was operating the device, stated that the screw went in nicely and it just broke when she was trying to remove it. She believes it was a product malfunction. The rep had been in the or but left before the screw was removed.